Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties and stent damage occurred. The lesion being treated was located in the 90% stenotic and severely tortuous right coronary artery (rca). The physician predilated the lesion with a 15x1.25mm non-bsc balloon and a 20x2.5mm non-bsc balloon. The physician attempted to advance the 2.75x32mm taxus express2 drug eluting stent to the lesion, but was unable to cross. The physician introduced and removed the stent delivery system (sds) from the guide catheter several times. The physician predilated the lesion again with an unspecified type and size balloon catheter, and deep-engaged the guide catheter, but the sds was still not able to cross to the lesion. The physician felt a resistance when he attempted to return the sds into the guide catheter. Finally, the sds was removed from inside the patient together with the guide catheter. The physician then noticed the stent edge was lifted up. The procedure was completed with a 2.75x24mm taxus express2 drug eluting stent. There was no injury to the patient and the patient condition is listed as good.